Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the pk dissecting forceps instrument did not turn properly, they removed the instrument and found that the cable was broken on the side. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations. There was indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that damage was likely due to mishandling.